Event description:
It was reported that during the implantation procedure there were difficulties getthing through the silicone to the atrial port setscrew on the header of this device. In addition, once the screwdriver was in the setscrew, it would turn correctly (kept spinning) even with several different screwdrivers used. The patient was in chronic a-fib, therefore, the atrial lead was capped and the device was implanted.